Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited far r-wave oversensing. No changes or interventions were reported. The patient condition is not known.